Manufacturer narrative:
(B)(4). Concomitant medical products: item name: vanguard xp e1 tibial bearing right, item number: 195772, lot number: 476480. Item name: vanguard tibial locking bar, item number: 195762-00, lot number: 325320. Item name: series 3 peg patella, item number: 184766, lot number: 127830. Item name: vanguard xp med tibial bearing right, item number: 195842, lot number: 869200. Item name: vanguard xp femoral right 65, item number: 195910, lot number: 729560. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. The components were reviewed for compatibility with no issues noted. Root cause was unable to be determined. A summary of the investigation will be sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
It was reported during a knee arthroplasty the right lateral bearing would not seat in the tray. The locking bar was removed and a new locking bar was implanted but there was still space between the right lateral bearing and the tray. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.